Event description:
It was reported that the patient stated on (B)(6) 2022 the pump started doing the critical alarm. The patient stated he has been going through withdrawals for four days. The patient stated he was heaving and throwing up everywhere. He was woozy and had a headache. The patient stated the healthcare provider (hcp) checked the pump on (B)(6) 2022 and told him the pump was just fine. The patient stated on (B)(6) 2022, he went to the hospital and they gave him medication and sent him to the managing hcp. The patient stated on (B)(6) 2022, he was kicked in the knee and fell on the pump. The patient was redirected to their healthcare provider to further address the issue. Additional information received from healthcare professional (hcp) indicated the patient was a substitute teacher and one of his special needs students kicked him at his pump. The pump showed a motor stall which was the reason the pump critically alarmed. The actions and interventions taken to resolve the symptoms was the patient was given morphine sulfate (ms) immediate release (ir) 60 mg three times a day (tid) until the pump was replaced on (B)(6) 2022. The critical alarm and symptoms event was resolved. The patient's weight was 215 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.